Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The insulin flow blocked alarm functioned properly during the basic occlusion and occlusion tests. All test boluses delivered properly their indicated amounts and were listed in the bolus history screen. No bolus anomaly or history anomaly was noted. The pump was received with a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced history anomaly. The customer's blood glucose reading was 73 mg/dl. The customer also received pump errors after bolus. The customer mentioned that the bolus amount was not recorded in the daily history. The insulin pump was returned for analysis.